Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the user switched to pacing on the ventricular (v) "channnel" of the pacing system analyzer, the application closed and displayed a white screen with a message to contact manufacture. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm that an application crash occurred on the mobile programmer application. It was noted that this is a known inherent risk of device. If information is provided in the future, a supplemental report will be issued.